Event description:
It was reported that a spectrum infusion pump has a dysfunctional keypad. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom dysfunctional keypad. The following keys were found to be inoperable: #2, #3, #4, #4, #5, #6, #7, #8, #9, and the (.) Key, determined to be caused by a failed keypad. The evaluation found that while attempting to navigate through care area/drug selection and attempting to input desired parameters, the following was observed: when any of the remaining functional keys were pressed, an automatic output of the #3 key will occur following the selected key's function. For example, numerically: when the #1 key is pressed, "13" will be displayed; alphabetically: when the "abc" key is pressed, "ag" will be displayed, interfering with mdl drug searching opportunities. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.